Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument tip was mislocated and has non-intuitive movement after the instrument collided with other forceps stated by surgeon. The instrument was removed and found the tip was intact. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. It was not mentioned if the failure related to an inability to move the instrument at all or if the movements of the surgeon scale appropriately to the instrument. The instrument moved in the intended direction. The timing of the issue was not mentioned. There were no shakiness and/or friction experienced/observed and no external collision. It was not mentioned if the issue was persistent or intermittent. Site removed the instrument immediately. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. A broken piece, measuring approximately 2.39mm x 2.49mm in size, was not returned with the instrument. As a result, a dislodged grip tip is observed, but was still attached to the instrument through the conductor wire. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No non-intuitive motion was observed. The part of the grip tips that was not dislodged opened and closed properly. A sheath was returned melted onto the instrument's main tube. Additional observation related to the customer reported complaint: due to the broken molded insulator, a detached fragment is observed and was not returned with the instrument. The complaint was confirmed by failure analysis. An isi failure analysis engineer (fae) confirmed the above findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a grip with the broken molded insulator was sent to a third party for further testing along with 4 other RMA grips (2 at close to beginning of life, and 2 close to end of life), 2 unused grips, and the raw plastic pellets. The samples were not returned. The samples underwent the testing outlined in the attached "c0qwl665_summary.pdf" report and included optical morphology comparison, sem (scanning electron microscopy) examination of fracture surfaces, tga (thermogravimetric analysis) to compare degradation profiles and inorganic content, and dsc (differential scanning calorimetry) to compare thermal properties. The testing was done to samples of varying number of uses in an attempt to determine the reason for the breakage and to see if the number of uses had an effect. The analysis found: "ppa overmold material in failed/used parts exhibited degradation during customer use, which led to embrittlement and reduced mechanical properties. Due to the reportedly low failure rate across multiple lot failure of the ppa overmold is most likely due to a combination of chemical degradation from reprocessing and repeated mechanical stress (e.g., impact, torsion, and/or shear)." The findings appear to support a root cause of user and mention embrittlement potentially due to reprocessing, and breakage potentially due to repeated mechanical stresses. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.